Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting valve was replaced to resolve the issue. Block a: no patient information to date after calls to customer 04/11/24 and 04/15/24. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction of the adjustable pressure limiting valve during patient use which could potentially cause loss of manual ventilation. There was no patient injury.